Manufacturer narrative:
An event regarding crack/fracture involving a custom curved quick-connect was reported. The event was confirmed. Method & results: device evaluation and results: mar confirmed a similar report of ¿fracture occurred through overload. The shaft of the device was damaged through impact. The material was consistent with a 17-4ph stainless steel alloy heat treated to the h900 condition. No material or manufacturing defects were observed on the fracture surfaces examined.¿ medical records received and evaluation: not performed as medical records were not provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been 1 other event for the lot referenced. Conclusions: the investigation concluded that the specialty impactor fractured due to fatigue and overload conditions during use. No manufacturing or material defects were observed. No further investigation for this event is possible at this time with the information provided. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the curved cup impactor broke while inserting acetabular shell. Final seating of shell with secondary impactor.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the curved cup impactor broke while inserting acetabular shell. Final seating of shell with secondary impactor.